Event description:
The pt's family reported that the pt became very ill in 2007, the symptoms were not specified. The caller reported that during that month and the following month, the pt was going back and forth between the hcp and the emergency room due to the symptoms (not specified) he was experiencing. The medication used in the pump was baclofen. The pump was scheduled to be refilled in early 2008. In late 2007, the physician decided to replace the medication in the pump. The pump was found to be dry, no alarm had been heard. It was determined that the 20 ml pump had been filled with 10 ml of baclofen at implant and then programmed at the 20 ml rate (the dosage was not specified). The pump was empty by the same month and had been dry for 3 weeks. It was reported that the pt was at home, doing well, and the pump was working. It was also later reported by the hcp that the pt experienced "drug withdrawal symptoms" including pain. The pt had a lioresal dose adjustment on the same month with resolution of symptoms the following day. The pt recovered without sequela.

Manufacturer narrative:
.